Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The lens was returned in three pieces. One haptic and two pieces of the optic.the lens is cut in half, typical of insertion and removal from the eye. The second haptic was not returned. Both haptics were broken off in the gusset area. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. Broken haptic damage was observed. All lenses are 100 percent inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company¿s release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. We are unable to verify the reported issue of the haptic stuck to the lens. Qualified associated products were indicated. The instructions for use (IFU) instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ophthalmic viscosurgical device (ovd)-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. IFU: follow the section regarding directions for use for information on the maximum allowed time for the intra ocular lens (iol) to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company lens to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that, during intraocular lens implantation surgery, the haptic broke off after implanting the lens in the eye. Additional information was receive stating that, upon insertion of the lens the haptics stuck together but as they unfolded the trailing haptic was not connected the lens. It was sitting on the optic. As the surgeon tried to remove the lens the leading haptic came off and the surgeon then had to remove the lens and replace it with another one during the same surgery. There was no patient harm. In the surgeon¿s opinion, prognosis of the patient was good.